Event description:
It was reported that a user experienced recurrent low blood glucose following post-breakfast hiking to 308 mg/dl while using the ilet system with contact/detach infusion and immediate pre-meal announcements; the most recent event involved a cgm glucose of 60 mg/dl during a hike after a ~60 g carbohydrate breakfast, and no device alarms were noted. Symptoms included hypoglycemia without reported associated clinical manifestations. Outcomes included the need for oral glucose treatment and stabilization using 15¿20 g of fast-acting carbohydrates, and the event did not require medical intervention or hospitalization. Investigation included troubleshooting and education on timing of meal announcements, post-meal activity considerations, low prevention strategies, reinforcement of the 15 g/15 min treatment rule, review of potential ilet learning adjustments, and referral for additional training. Investigation of this case revealed no device malfunction and identified potential contributory factors related to timing of activity relative to meals and system learning. It was concluded that the event represents hypoglycemia with an unclear cause and that user education and training were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.